Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, the pump was reset and the customer was able to continue using the current pump for insulin therapy.